Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occured in colombia. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The infusion set was inserted in the lower back. The patient was discovered cannula bent prior to insertion. The infusion set had been in use for two hours. The elevated blood glucose level was treated using the manual injection. No further information is available.